Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right atrial (ra) lead showed an alert for high, out of range pacing impedances. There was also a signal artifact monitoring episode observed where the minute ventilation was over sensed and the termination algorithm was activated. The ICD and the ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right atrial (ra) lead showed an alert for high, out of range pacing impedances. There was also a signal artifact monitoring episode observed where the minute ventilation was over sensed and the termination algorithm was activated. The ICD and the ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.